Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in 2 bd precisionglide¿ needles before use. The following information was provided by the initial reporter: "black contaminants in 18g and 19g needles (301828 and 302032)".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-21 h6: investigation summary three photos and one sample were received by our quality team for evaluation. From the photo, black foreign matter was observed on the hub for the reported 19g needle. The sample was subjected to visual inspection to check for foreign matter. No black foreign matter was observed on the needle; therefore, the team was unable to confirm the customer experience based on the sample evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team¿s evaluation, the root cause could not be determined. The current controls to prevent this nonconformance include personnel involved in the assembly process are trained yearly on gowning and de-gowning procedures, four-hourly housekeeping is performed by the production technician at the assembly process, and housekeeping is performed per shift at the primary packaging process. This incident has been added to our database of reported incidents. See h.10.

Event description:
It was reported that foreign matter was found in 2 bd precisionglide¿ needles before use. The following information was provided by the initial reporter: "black contaminants in 18g and 19g needles (301828 and 302032)".